Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient experienced symptoms of breast implant illness and pain. The specific symptoms were not stated. The patient underwent device removal on (B)(6) 2020. The patient's symptoms reportedly improved after explantation. H6. Health effect - clinical code e2402: generalized illness reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the date of implantation was (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient elected. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a intends to explant her breast implants. No details have been provided, and no device issues such as rupture were reported. At the time of this report, mentor has received no information regarding the exact explantation date. Multiple attempts have been made to obtain additional information, but none has been forthcoming. If additional information is received, a supplemental report will be submitted. This report is for the second of two devices. Because the devices are unknown, they will be defaulted to saline until additional information is received.